Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the patient was infusing iow dose epinephrine appropriately, when reloading the IV tubing into the patient charged pump, it was determined that it must have been slightly misaligned causing the safety mechanism release when the tv pump door was closed. The result was that the infusion began free even though the pump was turned off. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd unspecified bd infusion set had adverse event without identified device or use problem. The following information was received by the initial reporter with the verbatim: ¿ the patient arrived from the or after open heart surgery and was infusing iow dose epinephrine appropriately. The epinephrine infusion needed to be transferred from the or pump to the patient's charged alaris pump. When transferring the infusion, the IV tubing safety mechanism was in place preventing the IV infusion from free flowing during the transfer. The nurse did not also additionally roller camp the infusion as secondary precaution. When reloading the IV tubing into the patient charged pump, it was determined that the must have been slightly misaligned causing the safety mechanism release when the tv pump door was closed. The result was that the infusion began free even though the pump was turned off. The patient became dangerously hypertensive which, at the time, the staff could not determine the cause as they did not know the epinephrine was infusing because the IV pump was not on. The staff appropriately tried to medicate the patient for hypertensive emergency, but the anti-hypertensives were not responsive as the epinephrine still infusing. Once the staff determined that the epinephrine infusing, they immediately roller clamped the epinephrine and disconnected from the patient. The patient immediately responded to the anti-hypertensives and lost their pulse requiring external CPR. The staff were following protocol and prepared for emergency sternotomy for internal bleeding as result of graft rupture and prepare for possible internal defibrillation

Event description:
It was reported that bd unspecified bd infusion set had adverse event without identified device or use problem. ¿the patient arrived from the or after open heart surgery and was infusing iow dose epinephrine appropriately. The epinephrine infusion needed to be transferred from the or pump to the patient's charged alaris pump. When transferring the infusion, the IV tubing safety mechanism was in place preventing the IV infusion from free flowing during the transfer. The nurse did not also additionally roller camp the infusion as secondary precaution. When reloading the IV tubing into the patient charged pump, it was determined that the must have been slightly misaligned causing the safety mechanism release when the tv pump door was closed. The result was that the infusion began free even though the pump was turned off. The patient became dangerously hypertensive which, at the time, the staff could not determine the cause as they did not know the epinephrine was infusing because the IV pump was not on. The staff appropriately tried to medicate the patient for hypertensive emergency, but the anti-hypertensives were not responsive as the epinephrine still infusing. Once the staff determined that the epinephrine infusing, they immediately roller clamped the epinephrine and disconnected from the patient. The patient immediately responded to the anti-hypertensives and lost their pulse requiring external CPR. The staff were following protocol and prepared for emergency sternotomy for internal bleeding as result of graft rupture and prepare for possible internal defibrillation.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.